Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that on (B)(6) 2018, the patient went to turn off the implantable neurostimulator (ins) at the airport but a por (power on reset) was on the screen, so she was unable to. During the report, the patient tried using the programmer and it stated a warning por. The patient indicated that she will contact the healthcare professional (hcp). On (B)(6) 2018, additional information was received from the hcp reporting the patient seeing the por message. It was reviewed that a physician programmer intervention is needed to clear the por message. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The step taken to resolve the power on reset (por) message was the patient met with someone from the manufacturing company at the healthcare provider's (hcp) office who "started the stimulator working" as it had stopped. The patient added that they are okay now. No further patient complications have been reported as a result of this event.